Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are having their device removed next week; patient was unsure if this will be a full or partial removal. Patient repeated previously documented information that the device never worked for them and they tried for 3 years. Patient stated they are very thin, which is part of their medical problem, so battery in their back is in a place that is pushing on bone and is very uncomfortable for them. Patient inquired as to whether they should have the device charged prior to the explant and noted they had a call into healthcare provider (hcp) with this questions but had not yet heard back. Agent conferenced with ts and advised patient to have implant functional, so that device can confirm stimulation is off prior to procedure. The patient was redirected to their healthcare provider to further address, if needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.